Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported event was reproduced. Defect of the circuit of sdi was noted. Therefore, omsc guessed that the reported event was caused by the defect of the circuit of sdi. There is possibility that the defect of the circuit of sdi was caused by the stress such as static electricity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the delivery inspection, the image of the subject device was not displayed when the sdi cable was connected to the sdi1 connector of the subject device. There was no report of patient injury associated with this event.